Manufacturer narrative:
The device is not known to be available for evaluation; however, it has been requested. The investigation is pending.

Event description:
The event involved a clave® connector multi-dose vial access spike where the customer reported that the item is corroded, it is melting plastic, and it happened multiple times. There was unknown patient involvement and unknown adverse events.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.